Event description:
Procedure: vats pulmonary segmental resection. According to the reporter: staple line reinforcements were used with the stapler, on the second firing, it was noted that the staple line was jagged. When reloaded with another staple cartridge it was difficult to squeeze and the staple legs were straight. No bleeding occurred and the surgeon re-stapled the incomplete staple line. This added approximately 30 minutes to the procedure.

Manufacturer narrative:
Additional information received after this event was originally report the company indicates there was a "serious injury" type of MDR reportable event. Prior to this additional information, the report was classified an asr reportable "malfunction."